Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead, the pacing impedance measurements were above 3,000 ohms after the rv lead was connected. It appeared that the rv lead was not fully inserted into the device port. Several attempts were made to fully insert the lead's terminal pin into the port, but the physician felt resistance even after the setscrew was fully disengaged. Mineral oil was then applied to rv lead's terminal pin and it was then able to be fully inserted into the port. The crt-d and rv lead were successfully implanted and all lead measurements were in normal range. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.